Manufacturer narrative:
Citation: junnil p et al. Long-term course after pediatric right ventricular outflow tract reconstruction. Asian cardiovasc thorac ann. 2020 dec 17;218492320983449. Doi: 10.1177/0218492320983449. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the outcomes following right ventricular outflow tract reconstruction with three types of conduits. All data was retrospectively collected from a single center between january 2006 and december 2018. The study population included 143 pediatric patients. Of those, eight patients (predominantly female, median age 9 months) were implanted with medtronic contegra valved conduits. No serial numbers were provided. Among all contegra patients, three in-hospital deaths occurred. The causes of death were low cardiac output syndrome and multi-organ failure in two cases, and pneumonia and sepsis in one case. Medtronic product may have been associated with the deaths. Based on the available information, some contegra patients may have developed moderate to severe pulmonary stenosis or severe pulmonary insufficiency during follow-up. However, the authors stated there was no reoperation in the contegra group during six years of follow-up. No additional adverse patient effects or product performance issues were reported.